Event description:
It was reported that this device could not be interrogated. Technical services (ts) recommended contacting a local field representative for further assistance. No adverse patient effects were reported. This device remains in service.